Event description:
The patient was enrolled in the (B)(6) clinical study on (B)(6) 2023 with patient identifier (B)(6) with the procedure being performed five days later. It was reported that the closure device did not seal, and a device shift occurred. Procedure summary: transesophageal echocardiography (tee) assessment revealed two left atrial appendage (laa) lobes of chicken wing morphology with an ostium diameter of 18mm and length of 20mm. An laa closure procedure was performed, and a 27mm watchman flx pro laa closure device was implanted on (B)(6) 2023 with complete laa seal and deployed device diameter of 18mm. Heparin was administered prior to the index procedure. The patient was discharged home the following day on aspirin and clopidogrel. Event summary: on (B)(6) 2023, the patient presented to their protocol scheduled 45 day follow up visit. On the same day, tee was performed, and the assessment revealed that the closure device position in the laa was proximal to the ostium, which was less than one third of the device length proximal to the desired ostial plane. The largest residual jet size noted around the device was 6mm. On the same day, clopidogrel was discontinued, and the patient was restarted on rivaroxaban.